Event description:
Consumer called with accuracy concerns on her meter. Had it compared to a lab reading. Analysis run on consensus error grid using lab reading (242) as ref. Point vs. Bd readings (567) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.